Event description:
Patient reported that the device's memory contains blood glucose results that do not match the entries in patient's self-test diary. No patient injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.